Event description:
It was reported that the device had low battery voltage, premature battery depletion and the patient alert was defective. The device was replaced due to suspected early battery depletion. The physician was dissatisfied with the product performance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed and did not meet expected longevity. The cause is unknown.